Event description:
Call transferred from answering service. Pt reports that both ms3 pumps are malfunctioning, one of them the screen went blank, and the other she forgot to replace the battery hence all the programming was lost. Advised pt to go to the hospital. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available to be returned for investigation. We replaced the device. Dose or amount: 31.92 nkm, frequency: continuous, route: IV. Reason for use: pulmonary arterial hypertension.